Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. During interrogation, it was revealed that the right ventricular lead exhibited high, out of range impedance. This was known by the physician and the patient is being monitored. Programming changes were made to the address the out of range impedance. The patient was stable.